Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had fiber optic module failure during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Fields d1, d4 of the emdr is for original iabp cs100; however this iabp was upgraded to a cs300 intra-aortic balloon pump, s/n: (B)(6), p/n: 0998-00-0479-53 (with upgrade kit p/n: 0040-00-0384-01), which was reported by the customer. Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. The failure analysis and testing dept. Received fiber optic assembly with a reported unit failure of fiber optic module failure. The failure analysis and testing department performed a visual inspection and found the part to be in good condition. The failure analysis and testing department installed fiber optic assembly into the cs300 test fixture and tested the fiber optic assembly to factory specifications per the cs300 service manual. When the fiber optic test was performed in diagnostics the fat department did not observe the low level blood pressure loop back signal and the fiso direct signal waveforms. The fat department confirmed the complaint of fiber optic module failure. The fiber optic module failed testing. Retaining the module in the fat department. A getinge field service engineer (fse) found that he could not get a waveform during the fiber optic test, the error ¿fos ccd array error was shown and the signal count and level numbers were zero. He received a ¿fiber optic module failure¿ message on the operator screen. He checked all connections but still had the error. He replaced the fo module (0997-00-1161) and tested good. He completed a full pm, safety and functionality check. All tests passed to factory specifications.

Manufacturer narrative:
Updated fields - b4, d9 (return to manufacture date), g3, g6, h2, h6, h11.

Event description:
N/a.